Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that they ended up getting a knee replacement after jumping in the air after the (B)(6) game to resolve the pain and none of this was related to the stimulator. The patient stated everything was resolved. ***MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event. ***

Event description:
Information was received from a consumer implanted with a neurostimulator for non-malignant pain. It was reported the consumer was in ¿tremendous pain this morning, (B)(6), and had been in tremendous pain ever since the (B)(6) scored that touchdown and they jumped in the air.¿ the consumer ¿didn¿t know if they threw off their stimulator but a couple days later they were still really hurting so they had to up their medication one pill.¿ no further complications were anticipated.